Manufacturer narrative:
(B)(4). This complaint for use error is confirmed because it is reported during trouble shooting of an alarm, patient swapped out the heater bag only during therapy (reused the supplies), which is a poor aseptic technique can cause contamination. The labeling instructions adequately address the use error as stated in the event description.

Event description:
The peritoneal dialysis nurse (pdrn) contacted baxter's technical service center reporting that the home patient (hp) ran short of solution during therapy on a home choice (hc), then changed out the heater bag and the pd rn wanted to have a conference call with the hp to find out why. The pd rn stated the hp ran out of fluid in fill 3 of 4 and had three 5l bags connected. The technical service representative (tsr) called the hp to review the therapy log, the tsr had hp check the programming. The tsr explained the machine delivered the correct amount of fluid and completed therapy. The tsr explained the setup was compromised at that point. The tsr asked the hp what was bypassed and the hp stated he bypassed the check lines and bags alarms to continue therapy after he changed the heater bag. The tsr suggested the hp call when having the issue so baxter can troubleshoot. The pd rn stated she had talked to the hp about not changing the bags. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the check lines and bags alarm and changing out of supplies while connected. Per the hp, he thought the reason for the alarm was due to the way the hp was laying. The hp stated he resumed therapy with the same supplies. Ps asked the hp about changing out the heater bag. The hp stated he was connected at the time. Ps advised the hp that changing out supplies is not recommended as there is risk of contamination. The hp understood and stated his peritoneal dialysis nurse (pdrn) was aware of this incident. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.